Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104180 ¿ taperloc complete femoral stem ¿ 2407518; 16-104158 ¿ ringloc shell ¿ 054130; ep-106885 ¿ e1 poly max-rom liner ¿ 560130; 103532 ¿ ti low profile screw ¿ 919130; 103532 ¿ ti low profile screw - 918980. Therapy date: (B)(6) 2012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07132, 0001825034 - 2018 - 07136, 0001825034 - 2018 - 07146.

Event description:
It was reported patient underwent a two-stage revision approximately 3-5 months post primary left total hip arthroplasty due to infection: (B)(6). During the procedure it was noted that patient experienced blood loss of 800 ml. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. Reported event was confirmed be review of operative notes. Review of operative notes confirm that the patient underwent debridement of the left hip due to infection. An estimated 800ml of blood was lost during the procedure, and the surgeon noted the procedure requiring additional surgical dissection, assistance with retraction, and increased exposure due to patient body habitus. Root cause was unable to be determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.